Manufacturer narrative:
Investigation summary: ppae (thrombosis/hemodynamic instability) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
H6 updated. The investigation is still ongoing.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that a clot was noticed on the inlet. The pump was removed with intentions to replace it with an impella 5.5.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.